Event description:
A customer reported receiving an "incompatible sensor" message upon scanning the adc device. The customer felt cold, disoriented, and unable to self-treat. Emergency services were called and firefighters administered glucose infusion for treatment and the customer was also taken to the hospital where they received additional treatment of "glucose 10 in infusion." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.